Manufacturer narrative:
(B)(4). Analysis of the pump and catheter revealed no anomaly found.

Event description:
The lumbar incision of the pump sys became infected with methicillin- resistant staphylococcus aureus. The pump and catheter were explanted in separate surgeries. The pt experienced pain at the incision site associated with the events. No hospitalization was required. The hcp reported there was no pt injury associated with the event. The pump was used to deliver dilaudid, droperidol, compounded baclofen, clonidine, and bupivicaine.